Manufacturer narrative:
(B)(4).

Event description:
During an appointment on (B)(6) 2016, it was reported that when setting up the patient therapy controller (ptc), a bolus was delivered when the nurse was attempting to connect the ptc to the pump. It was reported that no buttons were pressed on the ptc that could have led to the delivery of the bolus. The bolus delivery screen was displayed, and the ptc still did not connect to the pump. Troubleshooting was not successful. The device was left charging overnight, and was set up successfully on the following day.